Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was in the hospital room after a device changing procedure, pacing inhibition due to noise oversensing was observed on the device. Two ventricular pauses followed by two sinus p-waves were noted on the telemetry strips. The physician suspected that the noise was from air pocket in the device header after the right ventricular lead was put into the header. Programming changes were made. The patient was asymptomatic and stable throughout.